Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site discovered a perc pin cannula that was left in the patient from a previous procedure during a follow-up x-ray/CT scan. It was left in the soft tissue near where the perc pin was placed. The patient was scheduled for surgery to have the cannula removed on (B)(6) 2018. No follow up patient information was given. No additional information was provided.

Manufacturer narrative:
Patient date of birth and weight received. If information is provided in the future, a supplemental report will be issued.